Manufacturer narrative:
On (B)(4), 2015, procedure log was received. Per the log, the procedure was tolerated without complication. Patient demographic information was also received.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the spider wire had a kink upon opening package. Physician attempted to deliver, felt resistance and abandoned product. The device was removed and a new spider was opened and used to successfully complete procedure. This device was used in the patient but was pulled out after resistance was felt on advancement. No injury occurred to patient. The investigation of the returned spider fx capture wire was performed on (B)(6) 2015. The distal end of the capture wire showed a "pig-tailed" type curve and showed the filter assembly intact. However the distal coiled tip was missing. The appearance of the curled distal tip indicates the capture wire was stretched and then fractured. The complaint of the user experiencing resistance was confirmed, however the reported kink observed upon opening the package could not be confirmed.